Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Overall fit and alignment of the implants is appropriate. Normal bone quality although there is suggestion of osteolysis involving the proximal femoral diaphysis on the may 2019 study. Right total hip arthroplasty with possible osteolysis involving the proximal femoral diaphysis at the bone cement interface of the tip of the femoral stem. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that right primary tha was performed. During the 5 year clinical visit, an incidental finding of osteolysis was reported during imaging of right hip. No other concerns reported during the visit. MRI was conducted with reports of fluid and cyst. No sign of malignancy or infection.

Event description:
It was reported that patient underwent an initial right total hip arthroplasty on (B)(6) 2014. During the 5 year clinical visit on (b)(602019, osteolysis was found during imaging. An MRI was conducted on (B)(6) 2019 with reports of fluid and cyst near the stem. Approximately 18 months later, it was noted that the osteolysis has progressed and the stem was found to be loose. The patient underwent a revision on (B)(6) 2020.

Manufacturer narrative:
(B)(4) this final report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h6, h10. Complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of device history records, complaint history and x-ray review. Four radiographs were provided with (B)(4) for review. Two radiographs were taken on (B)(6) 2017, approximately 3 years after primary surgery. The other two radiographs were taken on (B)(6) 2019, approximately 5 years after primary surgery. Post-primary radiographs were not provided, therefore the initial fitting, sizing and position of components could not be assessed. Pre-revision radiographs were also not provided, therefore the reported progression of osteolysis cannot be verified. The two antero-posterior radiographs do not show the patient¿s full pelvis and therefore do not have the necessary bony landmarks to determine the inclination angle of the acetabular component. Bone density appears to be low in gruen zone 1 in both antero-posterior radiographs, however this cannot be confirmed due to the low quality of the provided radiographs. Some radiolucency is visible around the distal portion of the femoral cement mantle in the antero-posterior radiograph taken in 2017. The portion of the femur below the cement restrictor is not visible, therefore a comparison cannot be made with the later radiographs. In the radiographs taken in 2019, a clear gap and bone resorption are visible around the distal portion of the cement mantle and below the cement restrictor. A maven md reviewer case report dated (B)(6) 2019 describes that new rounded radiolucency along the proximal femoral diaphysis at the bone cement interface of the tip of the femoral stem suggests osteolysis. Email communications recorded on etq report that MRI and CT scans revealed the presence of a large cyst, that thinning of bone tissue was observed in the area, and that it is known from the literature that restrictors can cause development of cysts. No literature reference was provided with this statement. Progression of osteolysis was reported through joint assist on (B)(6) 2021, which is indicated as the reason for revising the femoral stem, femoral head, acetabular liner and cement restrictor on (B)(6) 2020, to prevent periprosthetic fracture. No additional radiographs or surgical notes were provided to confirm this. Patient is male and was born in 1943, so he was 71 years old at the time of primary surgery, 76 when osteolysis was first noticed and 77 at the time of revision. He is 1.78 cm tall and weighs 80 kg, therefore his bmi is 25.25 (overweight). The manufacturing history records (mhrs) of the exceed abt acetabular shell, arcomxl liner, sirius femoral stem, cocr femoral head and polyethylene cement restrictor were checked and verified that the components were manufactured and sterilised in accordance with the applicable specifications. It has been suggested that the presence of the cement restrictor may have contributed to the formation of the cyst, however this cannot be confirmed or disproven based on the available information. Additional contributing factors to the reported osteolysis and aseptic loosening cannot be discussed without provision of further patient (pre-existing conditions), radiographic (post-primary and pre-revision full-pelvis radiographs) and surgical information, and without examination of the revised components. It was reported that these could not be returned because they were discarded at surgery. A review of the complaint database over the last 3 years has found 1 complaint reported with the item xl-053660 (initiating complaint). CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d6, g3, h1, h2, h10. Additional information has been received which confirms that a right tha revision procedure was performed on (B)(6) 2020 due to aspectic loosening of stem due to severe osteolysis. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent an initial right total hip arthroplasty on (B)(6), 2014. During the 5 year clinical visit on (B)(6) 2019, osteolysis was found during imaging. An MRI was conducted on (B)(6) 2019 with reports of fluid and cyst near the stem. Approximately 18 months later, it was noted that the osteolysis has progressed and the stem was found to be loose. The patient underwent a revision on (B)(6) 2020.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: medical product: exc abt rnglc-x shell pc 060mm catalog #: 131360 lot #: 3241538. Associated products- product: sirius hip stem 44-d catalog #: 51-199341 lot #: 173010, product: 36mm cocr mod hd std item #: 11-363662 lot #: 642860, product: unk palacos cement item #: unknown lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00608. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that right primary tha was performed. During the 5 year clinical visit, an incidental finding of osteolysis was reported during imaging of right hip. No other concerns reported during the visit. MRI was conducted with reports of fluid and cyst. No sign of malignancy or infection. Patient was referred for further evaluation.